Event description:
Physician reported a male patient injected with radiesse dermal filler in the naso labial folds developed redness and oozing in the right cheek area a few days post-treatment on (B)(6) 2011. The patient had previously been injected in the cheeks in (B)(6) of 2011 without incident. This adverse event was not reported to merz aesthetics until (B)(6) 2011.

Manufacturer narrative:
The patient reported his symptoms the first week of (B)(6) 2011 but did not return to the physician until (B)(6) 2011. He was treated with antibiotic, duricef, 500 mg for one week. The patient's symptoms have resolved. A review of the device history records indicates the reported lot #1025537 met all specifications prior to release and no abnormalities were noted.